Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a moderately calcified coronay artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, the balloon ruptured. A non-bsc balloon catheter was used to complete the procedure. No patient serious injury nor adverse event were reported.